Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Caller reported pump displayed inaccurate cgm values last night of 50 mg/dl and 400 mg/dl; customer has not compared values with a fingerstick. No additional patient or event information was available. Reportedly, the customer did not enter a calibration within 5 minutes of testing bg. The customer was instructed to enter a calibration bg value to address the issue.